Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. The physician was considering performing a cardioversion using the implantable cardioverter defibrillator (ICD) system and inquired about completing the cardioversion in the presence of the out-of-range measurements. Technical services (ts) discussed the process for commanding shocks and discussed the difference between the daily measurement value and the therapeutic shock delivered value. Ts discussed the option of increasing the out-of-range alert value to 150 ohms. The physician opted not to use the ICD system to do the cardioversion, increased the out-of-range alert value to 150 ohms and plans to continue monitoring. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. The physician was considering performing a cardioversion using the implantable cardioverter defibrillator (ICD) system and inquired about completing the cardioversion in the presence of the out-of-range measurements. Technical services (ts) discussed the process for commanding shocks and discussed the difference between the daily measurement value and the therapeutic shock delivered value. Ts discussed the option of increasing the out-of-range alert value to 150 ohms. The physician opted not to use the ICD system to do the cardioversion, increased the out-of-range alert value to 150 ohms and plans to continue monitoring. Additional information was received mentioning that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead recorded an event in the ventricular tachycardia (vt) zone in which anti-tachycardia pacing (atp) was delivered and accelerated the rhythm to ventricular fibrillation (vf) zone. Additionally, electric shock therapy was delivered but failed to convert the rhythm several times. Furthermore, a redetection of the arrhythmia occurred but the charge diverted due to vf under sensing. The arrhythmia was re-detected and again, therapy failed to convert and under sensing of vf post-shock was observed with over pacing. Event therapy was exhausted at therapy zone. Finally, the vf was redetected, and more shocks were delivered, which again, failed to convert rhythm. It was noted that the patient was externally cardioverted successfully. Afterward, concerns of rv lead sensitivity were discussed. Old notes from the rv lead were found that showed loss of capture (loc) and low amplitude noise which was not over sensed. Additionally, rv pacing impedance was found low, out of range. It was also found that the patient had a similar event in the past, where a vf showed all therapy exhausted. Various programming and procedural options were suggested. The patient was admitted to the hospital and at this time the rv lead and the crt-d have been explanted. A new system was implanted at the same surgical procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.